Event description:
It was reported that during an office visit, an output current not delivered message was seen. Per an ohm's law calculation, the generator would be expected to deliver the programmed output current as intended. The output currents and pulse widths were adjusted, and the low output current resolved. It is possible that due to the high settings, the generator calculated that it is unable to deliver the programmed output current when in reality the correct therapy is being delivered; however, this cannot be confirmed without product analysis. The suspect generator remains implanted. No known surgical intervention has occurred to date. No additional relevant information has been received to date.